Event description:
Two endotracheal tubes were reported to not deflate for extubation. A cufflator was used to verify that there was pressure inside the cuff. Medical intervention was required to oeflate cuff and remove the tube. The pilot balloon for this sauple receives has been cut off. A b&b bite block was used with each hrci endotracheal tube during both incidents. No injury or long term adverse affect to the patients was reported. No manufacturing defects were identified during evaluation.